Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service log found the customer comment that the mobile programmer application crashed was confirmed. Continuation of d10: product ID 24967 lot# serial# (B)(6) product ID 24970a lot# serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application closed unexpectedly during an implantable device follow-up session. The issue occurred while measurement was performed and it was then no longer possible to connect the mobile programmer application with the patient connector. The patient connector was unable to power off. It was noted that the device check was required following an magnetic resonance imaging (MRI) scan and alternative mobile programmer application was used to perform the check. No patient complications have been reported as a result of this event.